Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the angulation was insufficient due to the elongation of the angle wire. The distal end and eyepiece were damaged. There was a defect in the adhesive at the distal end. There were abnormalities in the appearance of the control section and boot. There was a leakage from the insertion section due to the broken tube. There was a leakage from the channel due to perforation by the endotherapy accessory. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.